Event description:
This is the sixth of twelve reports (same reporter, same problem, same product ID, different serial numbers). After the cable was connected to the monitor, it showed interference in the screen graphic. All of the cables had this problem. The cables were new and never used. After technical evaluation, the connectors that receive the catheter were not connected to ground. "They received interference, amplify and generate problem." The problem was discovered by the distributor. No patient involved.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.